Event description:
The or tech experienced strikethrough on the gown, during a c/section, at the abdominal area. Reporter was not certain that the product was this manufacturer's product. The tech was wearing plastic waiter pants and therefore the blood did not go through to her skin.